Event description:
During a pta/stenting treatment procedure, balloon removal difficulties were encountered. The physician had deployed the express biliary sd stent at the renal artery target lesion. However, following stent deployment and balloon deflation, the balloon would not rewrap back into the guide catheter. The physician removed the guidewire and the stent delivery system as a unit. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as "okay".